Event description:
Physician was advancing the instrument and it went into overdrive. Physician attempted to pull out the curved cannula, which was stuck, and then tried to pull out the access cannula with the curved cannula inside together. The peek lumen was stuck and ended up popping the hub of the curved cannula off, the access cannula came out and the peek cannula was still lodged inside the bone and hanging outside the patient in one piece. She used sterile vice grips to try and bring it out of the body in one piece but it then severed the peak in half. She then did a small cut down and dissected to where she could not feel the peek lumen any longer successfully removing some of the peek. Procedure was successfully completed. Per follow-up, the physician stated that the patient is doing well.